Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving low battery alerts, pump shutdown. However, the shutdown alarm did not occur. Reportedly, customer charged battery and reloaded cartridge to resume insulin therapy. Customer's blood glucose was 122 mg/dl.